Manufacturer narrative:
The cannula was reported to be dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. No damages were observed to the soft cannula. Fluid was observed passing through the fluid path and exiting the distal tip of the soft cannula successfully. Inspection of the device did not find any issues with the cannula assembly that would result in a failure to deliver insulin. Blood was observed on the device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 1 and 4 hours. Patient stated the cannula dislodged from the infusion site (leg); the cannula also appeared bent upon removal. As treatment, a new pod was applied and a correction (8 units) was delivered.